Manufacturer narrative:
Integra has completed their internal investigation on 01/09/2015. The additional investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: a review of the design specifications and design changes was performed. Review of specifications was done. No significant design change was done on dimensions linked to the assembly between (B)(4). A review of the device history was performed for (B)(4). The manufacturing lot is f3gd and it has been manufactured in august 2012. Non-conformance ((B)(4)) was observed on the thread part of axis. The threaded part was out of specifications. Six parts was concerned by this issue. They have been reworked in (B)(6) 2013. A review of the device history record found no anomalies during the manufacturing period of (B)(4). The manufacturing lot is f517 and it has been manufactured in april 2013. Check assembly is in compliance with specification. A review of the device history record found no anomalies during the manufacturing period of (B)(4). The manufacturing lot is f518 and it has been manufactured in april 2013. No anomaly was found about threaded part. Prior to release, following frequency determined by probability law applied to incoming inspection, (B)(6) support device (B)(4) is tested for: visual aspect finishing, laser marking and color points. Documentary inspection: raw material and heat treatment certificates, measurements report, label and instruction for use. Functional inspection: threaded diameter of nail fixation axis, interaxis of lateral tubes, and height of the lateral tubes. Interaxis and height of lateral tubes are checked following inspection specifications sp010. Prior to release, following frequency determined by probability law applied to incoming inspection, (B)(6) compression device (B)(4) is tested for: visual aspect: finishing, laser marking and color point. Documentary inspection: raw material and heat treatment certificates, measurements report, label and instruction for use. Measurement inspection: external diameter, holes diameters for compression guides and drilling guides. Prior to release, following frequency determined by probability law applied to incoming inspection, (B)(6) threaded axes are tested for: visual aspect: laser marking documentary inspection: heat treatment, label and raw material certificates. Measurement inspection: boring 6, hollow needle 9, flange 20, flange thickness, and flat surface 12g 6. Functional aspect: assembly with nail fixation axis of support device. A review of the complaint system was performed. This is the eight incident reported to newdeal about difficult insertion of compression device into support device for the past two years. It is the first recorded for lot f3gd/1. Six items were released after rework for this lot failure rate is (B)(6). A review of the corrective and preventive action plans was performed. One corrective actions plan (B)(4) was recorded in (B)(6) 2012 for difficult assembly between (B)(4). A review of non-conformance records is performed for the last two years. A (B)(4) was initiated in (B)(6) 2014, following nonconformance of internal diameter of lateral tubes of support device. The internal diameter was under lower limit of specifications. All parts of manufacturing lot f9xt were returned to our supplier for a rework. Conclusion: given the description of the event and the observations made during the investigation, the root cause of difficult assembly cannot be determined. The incident cannot be reproduced during failure analysis.

Event description:
It was reported the alignment jig "lock up" during removal of the device. The event was identified by the decontamination/sterilization staff when the tray set was returned after the procedure was completed. "This did not happen during the actual procedure, it happened during removal of the device after the (B)(6) nail had been placed and fixated. The surgery was a success and the patient was not affected by this at all and the surgeon was happy with results." It is reported the device was in contact with the patient however, there was no patient injury. No revision or medical intervention was required.